Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. No lot number is used with custom product. The head trial was received in three pieces. Evidence of fatigue fracture can be seen on all three of the components. The fatigue fracture appears to initiate at the undercut ring notch and propagate outward. Based on the information available at the time of this analysis, it appears that the monoblock head trial failed in fatigue with the fracture propagating from the undercut at the distal end of the taper radially to the outer diameter of the trial head. It appears that the taper channel fracture initiated from the undercut ring notch through to the outer diameter. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6), 2011. As the surgeon performed trial reduction during the procedure, the trial head fractured. The fractured pieces were recovered and there was no injury to the patient or significant delay to the procedure as a result.